Event description:
It was reported that during a tendosis surgery the bone remained stuck into drill. It was impossible to remove the pieces. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with an unknown device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint allegation is confirmed. Visual inspection identified the distal end and flutes of the cannulated drill, 3.0 mm had abrasion marks. Functional testing was not performed due to the damage to the device. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage in the field. Manufactured in 2019.